Manufacturer narrative:
One device was received for evaluation. Visual inspection found fluid ingression on the chassis and lower parts of the pump. A review of the event history log (ehl) revealed 'cassette damaged' and 'cassette not attached properly' alarms. Functional testing was unable to duplicate the reported problem; however, it was confirmed in the ehl. It was determined that the fluid ingression to the main board was the root cause. The main board was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a "cassette repeatedly not recognized" issue. There was unknown patient involvement reported.